Event description:
Patient who underwent open reduction internal fixation (orif) of a closed right ankle fracture over eight months ago. Approx. One month ago, he was seen in the office and a nonunion was noted. Patient has noted that over the past couple weeks he has started developing redness to the lateral aspect of his right ankle. He continues to smoke heavily. He has been on antibiotics for his abdominal infection, however, has not had resolution of his ankle infection. Surgical intervention is indicated. He is here today for hardware removal of his right ankle. Dorsalis pedis pulse/posterior tibial pulses are 2+. There is an incision on the lateral aspect of the right ankle that is mostly healed with a new incision from recent bedside culture. There is periwound erythema and fluctuating sensation intact to light touch (silt). Proceed with right ankle hardware removal and I and d. Approx. One week ago: surgical removal of infected hardware with I and d.